Event description:
It was reported that the insulin pump alarmed for a button error and the customer was unable to clear the alarm. The blood glucose reading was 5.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to the corroded keypad traces. No button error alarm noted during testing. The device pump also was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.